Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v984593, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID 3389s-40, lot# v884064, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
Information received from the manufacturer's representative reported that the patient scratched their head and developed an infection. No diagnostics or troubleshooting were performed. The deep brain stimulator (dbs) system was explanted on the day of this report. The patient was not to seek a replacement for the device as they no longer needed the therapy. The issue was considered as resolved at the time of this report. The indications for use for this patient were parkinson's dual and movement disorders. The patient status at the time of this report was noted as "alive - no injury". If additional information is received, a follow-up report will be sent.